Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a cut in the video cable and the fibre bonding in the outer tube area (distal end) was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "fibre bonding in the outer tube area (distal end) is damaged" and "the protector of the video cable section is cut" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.